Event description:
Boston scientific received information that this patient presented to the emergency room due to a syncopal event. System evaluation noted elevated threshold measurements and loss of capture which resulted in asystole greater than two seconds on the right ventricular (rv) channel. A revision procedure was performed and the rv lead was removed from service and replaced. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the returned proximal segment was performed. Visual inspection noted a cut in the lead at 78mm from the terminal pin. Most likely due to the removal of the suture sleeve. Due to the condition of the lead segment, testing could not be performed. Final analysis could not confirm the reported clinical observations as the lead was returned severed and with the tip missing. No other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
(B)(4). A portion of the lead was returned for testing and this product issue will be updated when evaluation is complete.